Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that after the battery replacement of the patient, they developed a large infection at the generator site and were scheduled to have vns removed. Information was received that only the generator was explanted. The device history record's of the generator was reviewed. The generator passed final quality and functional specifications prior to release. It was confirmed the device was sterilized prior to its release. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.